Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental report will be filed.

Event description:
It was reported that the patient had experience peritonitis. On an unknown date, the patient had a break in aseptic technique, which was further described as touch contamination during peritoneal dialysis (pd) therapy. The peritonitis manifested as cloudy peritoneal effluent. The patient was not hospitalized for this event. Starting on the same day, the patient was treated for 21 days with ancef (1g, daily, ip) and fortez (1g, daily, ip). At the time of this report, the patient was recovering from peritonitis. The patient was retrained on proper aseptic techniques. The pd therapy was ongoing. No additional information is available.